Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, two smart coils were successfully implanted into the target location using the handle. While attempting to detach the next smart coil, the handle failed to detach the coil after several attempts. Therefore, the smart coil was removed. The procedure was completed using a different size of smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.